Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event (note: the involved pad was not available for an examination.). There were many factors involved in the reported event. Misuse of the accessory was most likely the cause of the reported problem (i.e., the pad contact to the skin was insufficient). Specifically, the single use pad was re-used, a symmetry pad warning error was displayed during the surgery, etc. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic submucosal dissection (esd). The esu was used with a return electrode (i.e., erbe nessy omega return electrode, part number 20193-082, lot number 190215-0811). The return electrode (also referred to as a pad) was placed on the right thigh. After the procedure, there was a 2 cm2 dark brown skin lesion. The necrosis was removed and a wound treatment was applied. Then, the burn healed without complications. The esu was distributed to a hospital in (B)(6).